Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd asepto tubing separated from the adapter. Scalp number 25 for peripheral collection, when trying to connect the orange connector to the syringe, the rest of the perfuser disconnects from the scalp. No harm to patient.